Manufacturer narrative:
Concomitant medical devices: product ID: 8709, lot# j10897r32, implanted: (B)(6) 2001, product type: catheter.(B)(4).

Event description:
Information was received from a healthcare provider (hcp), regarding a male patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable infusion pump. The indication for use was noted as non-malignant pain, failed back surgery syndrome. The hcp reported that the patient presented and appeared over-medicated. It was also noted that the patient had a symptom of "altered levels of consciousness". The hcp wanted a company representative to be paged so the pump could be stopped. It was unknown if the symptom was gradual or sudden. Information regarding diagnostics performed and any further actions taken were not noted and were requested. If additional information is obtained, a follow-up will be submitted.